Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopy assisted distal gastrectomy, when they connected the adapter to the handle, a strange sound was heard. However, the display screen showed the device worked fine, then they connected the reload to the adapter. They checked the jaws opening/closing, then the surgeon tried to fire the device, but could not. A new shell was used, and re-set the device, then duodenum resection was successful. After that, they tried to use the same device to gastric stump, however the display screen became blackout. A manual handle was used and the procedure continued. The surgical time was extended by less than 30 min. The event occurred during the procedure but the product was not used for patient. No patient injury.